Event description:
The duett sealing device was deployed following a diagnostic procedure via a 5f sheath in the right femoral access. Within 15 minutes of duett deployment, signs and symptoms consistent with an arterial occlusion were noted, which was confirmed via angiogram. Treatment consisted of anticoagulation therapy and attempted manual suction of the clot through use of a syringe. The event was resolved 2 hours later.